Event description:
Heartstream xl #80 was connected to pt. Monitor was plugged in. Pacer mode - demand, rate 60, ma120. Pt was being paced intermittently - rhythm varied from paced to junctional (accelerated). Monitor suddenly was without power. Remained plugged in & battery was in place. Pt had accelerated junctional rhythm - vital signs were unchanged. Immediately connected pt to heart stream xl #32, previous pace settings resumed. Biomed notified stat. Battery exchanged with fully charged battery - no power. Monitor plugged to different outlet - no power. Different plug also used - no power. Monitor taken on/off - no power. Monitor to biomed. Verified no power.